Manufacturer narrative:
Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac).av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, the explanted 29 mm valve was replaced with a 25 mm valve. The investigational evidence suggests that oversizing may have contributed to the av rupture. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. If new information is received, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 29 mm pericardial mitral valve was explanted at implant from a (B)(6) female due to an atrioventricular rupture. Once the atrioventricular rupture was repaired a new 25 mm pericardial mitral valve was implanted. However, unfortunately patient did not survive and passed away. There was no problem with the first device. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: supplemental report was submitted to include the DHR. Updated expiration date and device manufacture date. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.